Event description:
After inspection of the internal components/tank, cq technician noticed possible contamination with unit (B)(4) . She informed chad - the perfusionist on the day of service (B)(6) 2023. However, the report/images are not included in the airtable. Regardless, heterotrophic plate count (hpc) testing was recommended to provide a quantitative assessment of water quality.

Manufacturer narrative:
A cardioquip technician submitted a report of potnential contamination to cardioquip epidemiology on (B)(6) 2023. Epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on (B)(6)2023. As of the date of this report, there has been no response to the recommendation.